Event description:
Received information stating that a truelok plus kit was delivered incomplete. As per reporter, the surgical procedure was completed using a conventional external fixator, but the patient will undergo a revision procedure to add a ring fixator.

Manufacturer narrative:
No product was returned as product available was implanted, no allegation of product malfunction was reported by user. Orthofix has requested further information on the event. Should further information become available, orthofix will provide you with a follow-up report.